Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported patient has had pain at her implant site since date of implant. Caller said that the patient's pain is greater at the implant site than the back pain that the patient got the scs to help. The caller said that for the past few weeks the patient has had to charge her ins more often because the ins battery is depleting faster. Caller said that the patient use to be able to go about a day between charging and now she has to charge her ins every 8 or so hours. Caller said that the patient's settings haven't changed. The patient was redirected to their healthcare provider (hcp) to run diagnostics on the ins and to check internal components. No further complications were reported/anticipated.

Event description:
Additional information was received from a consumer on 2020-may-11 reporting that there had always been a certain amount of discomfort at the implantable neurostimulator (ins) site. This was mostly due to the position being almost directly under normal belt line of pants. It was clarified that this was uncomfortable but not painful. More recently, the patient felt pain that had nothing to do with location under the belt. This pain began rather suddenly as if something had changed. The pain levels at times were as severe as the arthritis in their lower back. The ins area was not inflamed or tender to the touch. It was reported that the patient did not think infection seemed likely. This pain was not resolved at the time the patient wrote the letter on (B)(6) 2020. There were no memorable events, activity changes, falls, etc. That took place prior to the increased pain. It just seemed to come for no reason. At the same time the patient did experience a new sharp pain in their upper vertebra near the area of implant incisions. Since that initial upper back pain the area of pain had spread further up their back. In addition, the patient had developed pain on their hip bone. This was the hip where the ins was implanted close to. It was reported that the patient's spouse was questioning if the hip pain was actually the hip joint and not the battery. The patient reported that it was obvious their arthritis was spreading beyond their lower back and maybe it was affecting their hip as well. The patient planned to discuss these events with their pain specialist. The patient was in the process of looking for a new pain specialist. It was reported that there was no increase to their activity around the time of the ins discharging rapidly and that the patient had less activity if any change around that time. The patient confirmed that they had not knowingly changed their power settings but in the past had been told that their settings may be too high. The patient did not feel any difference in the tingle in their back when the ins was providing pain relief. The ins would depleted from 100% at noon to no charge overnight. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.